Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The problem could not be confirmed, and it was noted that there was no alarm. The initial oxygen reading was 82%, which should have produced a "yellow light."